Event description:
Consumer called to report questioning meter results when comparing to their old meter. Analysis run on clark error grid using competitive reading (108) as ref. Point vs bd reading (236)yielded data points in the c range of the grid,outside acceptable limits.